Manufacturer narrative:
(B)(4). Additional information: the 5dcd instrument was returned in good physical condition. The instrument was tested and functioned properly as it did open and closed without any difficulties noted. The instrument was tested for continuity and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a digestive procedure, the pair of scissors is faulty at the plastic sheath distal tip. The current passes through and burns the tissues. Invisible defect to the naked eye. There was a burn of the peritoneum on 5 mm "without further accordingly" for the patient. Another pair of scissors used with the same reference and different batch without any defect.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.